Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15266. Reference MFR report: 1627487-2015-15267. A defect was identified during analysis of one the explanted extensions. It is unknown which extension displayed the defect; therefore, both extension lots are being added to this series as device 2 and device 3.

Manufacturer narrative:
Evaluation results: the complaint for ¿high impedance¿ was not confirmed. Microscopic inspection of the paddle leads (3244) that were returned revealed instrumentation damage breached the outer tubing, and were cut in half; both as a consequence of the explant procedure. As the leads were returned cut, they could not be fully analyzed. Functional testing of the terminal and paddle end segments was performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity testing of the lead segments did not reveal any electrical opens. The leads passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported during a procedure to explant and replace the patient's ipg (reference MFR report: 1627487-2014-15856) intra-operative diagnostic testing indicated high impedance readings for both leads. Extensions were implanted and diagnostics indicated high impedances with the leads and extensions. The extensions were disconnected and the leads connected directly into the ipg and diagnostics again indicated high impedance readings. The physician elected to complete the procedure and additional surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up information indicated additional surgical intervention was undertaken and both leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.